Event description:
A malfunction on the pump was reported by the caller, identified as a momentary motor skip due to high force impact. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and instructed to call back if the issue recurred; the caller understood and acknowledged these instructions.